Event description:
The customer alleged that the ventilator stopped cycling while on pt use. No pt harm. The nellcor puritan bennett customer support engineer (cse) inspected the device-and replaced the appropriate parts. The unit passed extended self testing.